Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h11. Results of investigation: vyaire medical was able to confirm the issue and the blower was replaced. Root cause of failure was determined due to defective moog blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical that the bellavista1000 had a technical failure bv - alarm 316 - "blower failure". The customer confirmed that there was no patient associated with the reported event.